Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: three photos were included for evaluation, as well as one returned sample in used condition in a plastic bag. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination. During visual inspection no damage or other defects were detected on the sample. The sample was tested on the leak and occlusion testing machine. The sample did not pass the test. The sample was connected to the air equipment and submerged under water to detect any problem in the inflation system. No leaks were identified in the inflation system, but a restriction in the cuff inflation and deflation process was detected. The failure mode of ¿a0492 - will not inflate¿ was confirmed. The root cause was not determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Reporting become aware date; corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported t that the cuff won't inflate. There was unknown patient involvement and no patient harm/adverse event reported.